Event description:
Sternalock xp rigid fixation device (B)(4) failed to work during surgery (CABG), returned to vendor. Wires were frayed when the box was opened, not used on the patient. No harm to the patient. I apologize but the manufacturer is zimmer, not (B)(4) ((B)(4) is the supplier).